Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for renal failure chronic. Action taken with dianeal therapy was not reported. On an unreported date, the patient had peritonitis and was scheduled to be hospitalized for peritonitis. The treatment was not reported and the outcome of this peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had a break in aseptic technique during the peritoneal dialysis (pd) procedure. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics. Pd therapy was ongoing. On an unreported date, the patient was retrained on the proper connect/disconnect method. The patient recovered from this peritonitis event. The cause of this peritonitis was use error, described as a break in aseptic technique during the pd procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.